Event description:
It was reported to philips that the device's button malfunctioned. There was no reported patient involvement/adverse patient impact. It was reported that the failure was observed during device testing.